Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received eight inappropriate shocks from the right ventricular (rv) lead. The lead also was oversensing, had high impedance and a fracture. The pace/sense portion of the lead was capped and replaced. The high volt portion is still in use. No further patient complications have been reported as a result of this event.